Event description:
Pt called lfs alleging that their meter was reading inaccurately erratic. Pt did not have any symptoms. Pt reported blood glucose results of "391 mg/dl", "163 mg/dl", and "161 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The check strip test did not pass. The meter started prompting "not ok" and "redo check" (unk date/time). The pt did not suffer any adverse event or serious injury due to the meter issues. No medical care was received from a health care professional. Either message could not be resolved through troubleshooting. The meter was replaced.